Event description:
Procedure performed: ni. Event description: [hospital]. Report from the sales rep via email; a foreign object came out from the tip. Please examine the foreign object as it will be returned. No patient injury or illness associated with this event. The investigation report has been requested by the hospital. This unit will be returned. Amj always sells medical devices to sales dealers, then the dealer sells them to hospitals. Per amj operation team, the device was purchased through a sales dealer. The lot trace was performed using [account ID], [institution). Patient status: ni (event occurred prior to use). Intervention: replaced to a hospital inventory new ca500 and the procedure was completed.

Manufacturer narrative:
A portion of the event unit was returned to applied medical for evaluation. Visual inspection confirmed the returned portion is to be a clip. As the event unit was not returned applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned clip, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: ni. Event description: [hospital]. Report from the sales rep via email; a foreign object came out from the tip. Please examine the foreign object as it will be returned. No patient injury or illness associated with this event. The investigation report has been requested by the hospital. This unit will be returned. Amj always sells medical devices to sales dealers, then the dealer sells them to hospitals. Per amj operation team, the device was purchased through a sales dealer. The lot trace was performed using account ID (B)(6), [institution). Patient status: ni (event occurred prior to use). Intervention: replaced to a hospital inventory new ca500 and the procedure was completed.